Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be 3rd-party product related. The surgeon indicated that staple line leak was identified where 3rd-party circular stapler instrument was used. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted total colectomy procedure, the patient returned to the hospital post-operation with a staple line leak and received emergency surgery to resolve. The surgeon reported that the leak was caused by a 3rd-party circular stapler instrument. It is unknown to what degree, if any, the da vinci products in use during this procedure contributed to this event.

Event description:
It was reported that after undergoing a da vinci-assisted total colectomy procedure, the patient returned to the hospital with a post-operative staple line leak and received emergency surgery to resolve. The surgeon indicated that during the secondary procedure to address the complication, the staple line leak was found to be originating from where a 3rd-party circular stapler instrument was used line. The leak was not associated with a staple line involving a da vinci stapler instrument. The patient was reportedly still in recovery.